Event description:
It was reported that the insulation on the tip of the unit has been compromised.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.